Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patientt (age & gender unknown), the device displayed "compressor failure 1001" and "self check failure 1003" messages. The clinician replaced the device to continue to treat the patient. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report could not be duplicated during evaluation; the error was confirmed in the device logs. The device passed all stress and calibration tests. However, internal inspection identified crystal-like contamination in multiple areas of the patient gas path. This residue likely resulted from fluid entering the device, possibly through o2 supply port or gas output. The compressor, spm, patient fitting, and flow manifold assembly were replaced to remedy the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.